Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2013 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. The device records multiple manual fails containing a nonsensical date after the (B)(6) 2015 due to a real time clock error. On receipt the pad clock was failing to increment and a nonsensical time and date were displayed. This would confirm the rtc error shown in the history log. The returned pad-pak was inserted into the device, the device was manually power cycled however no status led was visible. This would indicate a fault. The device was disassembled for further investigation. Upon internal inspection the coin cell was found to be completely detached from the printed circuit board. This is likely due to the device suffering a severe impact. Investigation found the reported fault can be attributed to the device suffering significant impact resulting in the coin cell being completely dislodged from the printed circuit board. The coin cell was found to be detached from the printed circuit board with all 3 legs broken off. This resulted in the failure of the real time clock which would account for the device service required prompt at shutdown and the lack of status led. Multiple other components were also found to have failed either as a result of the impact or by shorting caused by the coin cell. The printed circuit board is tested before being dispatched from heartsine it can therefore be concluded that the failure of the components and the substantial impact to the device occurred after this date.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service required prompt.